Event description:
On (B)(6) 2011, patient reported experiencing elevated blood glucose levels while using the infusion sets. Patient stated she had difficulty inserting the infusion set and it was painful. Patient reported experiencing elevated blood glucose levels of 210-220 mg/dl. Patient's normal blood glucose range is 115-125 mg/dl. Patient stated she used the infusion device to correct her elevated blood glucose levels after changing her infusion site. Patient reported she noticed the elevated blood glucose in the morning after inserting the infusion set the night before. Patient stated leaking at the infusion site may have occurred because she noticed the smell of insulin at the infusion site but did not see any moisture. Patient reported she did not notice the infusion set cannula being bent or kinked. Patient stated she had pus at the infusion site and it was tender to the touch. Patient reported she treated the affected area with a bandage and the pus stopped coming out after having the bandage on for a few days. Patient stated the incident occurred 3-4 days within a 2 week period. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.